Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to a literature review, ten patients achieved primary wound closure with the purse-string suture, while additional skin grafting was required in eight patients due to wound re-expansion after closure. The eight patients required either full or split-thickness skin grafting in addition to the purse-string suture. All defects of the head and trunk were closed primarily, and all subjects requiring skin grafting had defects of the hand and upper and lower extremities. Additionally, minor complications occurred in both grafted and primarily closed wounds. Hypertrophic scars occurred more often in primarily closed wounds. Minor wound dehiscence on removal of the purse-string occurred in four patients overall and consisted of 1¿2 mm of wound separation at one aspect of the wound circumference. Several larger grafted wounds had areas of partial graft loss requiring only short-term wound care.